Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed the self test, the displacement test and the basic occlusion test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No missing segments or partial display was noted. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the lcd was broken on the customer's insulin pump, and the piston was blocked. The customer's blood glucose was not known. Nothing further was reported.